Event description:
Previously reported information in manufacturer's report 3004209178-2012-00851 , [additional information received reported that during a dye study in (B)(6) 2011, the pump could be aspirated but could not be injected.] Is related to this event.

Event description:
It was reported that the patient had pump replacement. It was difficult to injecting dye to do dye study, but it was able to aspirate. And later on it indicated the catheter was ¿scarred in and occluded.¿ there was not patient¿s symptoms reported and the patient outcome was unknown. The drug delivered in the system was unknown. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2011, the healthcare professional (hcp) was able to aspirate the catheter, but could not inject dye. The patient¿s pump was replaced. The patient had a catheter revision (B)(6) 2012. The patient was having volume discrepancies at refill where 20 ml of drug were removed from the reservoir. The hcp was able to aspirate, but unable to inject into the catheter. The patient was scheduled for another pump replacement, but during surgery it was discovered that the catheter was occluded and scarred down along the tunneling path near the patient¿s ribs. The hcp had to leave about 9 cm of the old catheter in the patient because it could not be unscarred without making another incision. It was unclear if the pump was replaced at that time as well. There had been no reported problems following the catheter revision. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).